Manufacturer narrative:
(B)(4). G2: foreign ¿ china. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the doctor followed surgical technique to insert the end of the screwdriver bit into the tail cap of the screw. However, the screw was stripped and could not be screwed into the prosthesis. A new screw of the same lot was used. There was a 10-minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: d4 catalog number. Visual examination of the returned product identified the hex of the screw shows nicks and gouges from use. Taper below head, head underside, and threads show witness marks from insertion. Outer head diameter has a lip formed and edge is cracked from possible insertion through the shell and explanted. Bio debris was present on the head and threads. No other damage was noted. Dimensions for overall length (measured away from head deformation) and thread major diameter were measured and conforming to specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.